Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that the patient saw a ¿call your doctor¿ message on their recharger. The patient stated that they could still recharge. Patient services reviewed with the patient that it was possible that they saw the eri (elective replacement) messaged, based on the timeframe. The patient requested assistance in locating a doctor. The patient noted that it had taken forever to charge for a while as well, and they had not been good about keeping up with it. The patient confirmed that they were still able to recharge. The patient was redirected to follow-up with a healthcare provider (hcp) to address their next steps. No symptoms were reported. It was reported the ¿call your doctor message¿ and their recharging taking longer had been occurring for at least 6 to 7 months (2017). No further complications were reported/anticipated.